Manufacturer narrative:
Arrowhead reviewed both the sales brochure and the instructions for use, to verify instructional accuracy. Both pieces of documentation call to attention proper implantation of the angled arrow-lok fixation device. The sales brochure indicates directional orientation both in written form and as a visual illustration. During the conference call dr (B)(6) stated the arrow-lok product was good and he liked the fixation aspect of the device. He also would consider using the device in the future with add'l training.

Event description:
Dr (B)(6) implanted the arrow-lock fixation device for a non-elective proximal phalanx fracture to stabilize the bone. The date of the procedure was (B)(6) 2012. Dr (B)(6) performed an explant on (B)(6) 2012, after the surgeon reviewed post operative x-rays and determined the procedure showed instability "floppy toe". Upon removal of the arrowhead device the surgeon used a k-wire, which is his normal procedure. The surgeon implanted the arrow-lok device opposite of the prescribed implantation. The arrow-lok fixation device was implanted as follows into the pt: the 2.5 mm dia arrowhead was implanted in the middle phalanx and the 3.5 mm dia arrowhead tip was implanted in the proximal phalanx. Dr (B)(6) communicated in his interview that he thought the larger arrow went proximally because the proximal phalanx is larger. Prior to the surgery on (B)(6) 2012, dr (B)(6) consulted the surgeon designer, dr (B)(6) for info on the surgical technique. Dr (B)(6) was provided radiographs, sales brochure with recommended procedure, and instructions for use. Present during the implant was (B)(6), rep for add'l procedural support. Mr healy recommended the use of a "c" arm - the surgeon declined this recommendation. Mr healy stated it was difficult to observe the implant procedure and was unable to validate the proper installation of the arrow-lok fixation device.